Manufacturer narrative:
(B)(4).

Event description:
The pt could not communicate with her implantable neurostimulator. A manufacturer's rep also was unable to communicate with the device. A revision was performed and it was discovered that the ins had turned over. The ins was working properly and was not replaced. The pt was not injured and was "ok." Additional info has been requested, a follow-up report will be sent if additional info becomes available.